Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when attempting to fire over the renal artery or vein during a robotic laparoscopic partial nephrectomy, the surgeon was not able to squeeze the handle, and the jaws would not close. Hence, the device did not fire. The surgical time was extended more than 30 minutes due to having to open multiple handles and reloads. The procedure was converted into an open procedure to complete the case.

Manufacturer narrative:
H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted there were no abnormalities that would have caused or contributed to the reported condition. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.